Event description:
Admitted with chest pain and sob. Pt had multiple vague symptoms of back pain, joint pain, and respiratory difficulties with chest CT demonstrating rupture of implant breast with leakage of silicone. Several puncture holes found in implant. Silicone was leaking thru capsule to surrounding breast tissue. Respiratory condition dramatically improved after implant removed.